Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 1 full height cubie module controller lights are dark. A field service engineer replaced the printed circuit board to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had 18 drawers failed and device not detected on bus. The customer stated that there was no delay to patient care since they retrieved the required medications from another station. There were no adverse events or injuries reported based on this event.